Event description:
It was reported by service report that the scale is inaccurate and the ground prong is missing from the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.